Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that experienced the disconnected mode. A technical support specialist (tss) confirmed that the issue was resolved by increasing space due to the c and d drives being full. The system functioned as intended after the tss resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, experienced the disconnected mode when user was trying to issue medication to patient. However, there were no adverse events or injuries reported due to this event.